Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 3.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during the fifth inflation at 14 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.